Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: during investigation, the pump history was reviewed and showed multiple pump reboots on (B)(6) 2013. The pump powered to the "verify" screen. The battery compartment was found to be intact with no damage observed. There was no evidence of moisture contamination found inside battery compartment or on underside of battery cap. The battery cap was able to fully tighten to the pump. A power loss was not duplicated during testing. The battery cap height and width measurements were found to be within required specifications. The pump was exercised for 24 hours with no power loss or battery related warnings. The pump case was removed and no evidence of moisture or loose components was identified inside the pump and there was no evidence of intermittent contact with the battery terminal contacts. The complaint of intermittent power was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has power issues. The subject pump allegedly keeps rebooting. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. There was no replace battery alarm. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issues.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.